Event description:
Voumetric pump and 10 unused sets (part no: 591.082g lot 115574.010/4) returned for investigation. User noticed air in line below pump whilst infusing a blood transfusion. No pt injury. Report reads that numerous air embolus noted in tubing on various occasions. Immediate action taken by nursing staff was to stop infusion.